Event description:
Pt underwent bilateral mammary augmentation surgery in 1971 using silicone implants. On 12/28/93 pt was sheduled for removal of the silicone implants because of bilateral breast ptosis correction. At the time of surgery the left breast implant was found to be chronically ruptured. There were fragments of the implant shell along with free silicone in the capsule. There was a severe calcific capsular contracture of the left breast. The implant had been attached to the pectoralis major with what appeared to be the fastening patches on the back of these older implants. Also the implant was scarred medially which left a very large portion of breast laterally on the left side. The implant and the capsule were removed after the free silicone was evacuated. A radical capsulectomy was performed by excising the capsule and implant shell as a unit. The right breast was addressed next. The right breast implant was not ruputured but there was a severe calcific capsule around this. There was a greasy felling to the implant because of a fair amount of silicone bleed and there was reaction to the silicone implant material. Again, the implant was attached to the chest, pectoralis major muscle, with the fastening patch on the back, which appeared to be sutured in place. The implant was scarred medially and left a large amount of breast tissue protruding laterally. The capsule and implant were removed en bloc.